Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and undefined impedance was noted on the right atrial (ra) lead. Oversensing and noise were also noted. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.